Event description:
It was reported that cartridge had difficulty moving along guide tracks and caller observed damage to pneumatic tap area on pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged warranty replacement pump, instructed customer to place existing pump into storage mode and return it using prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.